Event description:
During device check on (B)(6) 2024, imd4005882 was found to have a dead battery. This was properly troubleshooted and the patient has been scheduled for a device swap on (B)(6) 2024 at (B)(6). This is one of the 25 devices that had this issue. This MDR is being filed retroactively at the request of cdrh and oii after inspection on feb. 2025. Avertix performed a recall/correction in 2023 for this issue.